Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The equipment was found to function within manufacturer's specifications. The customer reported that patient information was not available.

Event description:
The hospital reported that, at the end of a case, the unit alarmed for high positive end expiratory pressure followed by a delivery of low volume. There was no reported patient injury.